Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a high reading of 'hi' (> 22.2 mmol/l) with the adc freestyle libre 2 sensor. The customer reported experiencing a loss of consciousness, and was treated with candy by his wife. Emergency services were then called, and a paramedic meter reading of 1.1 mmol/l was obtained. The customer was given additional treatment of glucose injection. There was no report of death or permanent injury associated with this event.